Manufacturer narrative:
Medtronic received the following information obtained from the journal article entitled: validation of a new methodology to determine 3-dimensional endograft apposition, position, and expansion in the aortic neck after endovascular aneurysm repair. Richte c. L. Schuurmann, phd, simon p. Overeem, msc, kim van noort, msc, bastiaan a. De vries, cornelis h. Slump, phd, and jean-paul p. M. De vries, md, phd. If information is provided in the future, a supplemental report will be issued.

Event description:
A talent stent graft system was implanted in the patient for the endovascular treatment of a 72mm abdominal aortic aneurysm, the proximal neck measured 15 mm long by 23 mm in outer diameter, without thrombus or calcification. The stent graft was oversized by 22%. At the 15-month post-operative follow up, the endograft had migrated 8mm distally. Again, at the 27 month follow up the stent graft had further migrated. After 51 months the endograft had fully migrate resulting in a type ia endoleak. No additional clinical sequalae were reported.